Event description:
It was reported that the distal end of the catheter detached and became lodged in the patient's heart. During a cryoablation procedure a polarmap catheter was selected for use. After the last pulmonary vein isolation, while checking the potentials via the polarmap, it was observed that a distal part of the catheter (insulation) had separated. It was lodged in the inter-atrial septum (ias). An attempt was made to extract it but was unsuccessful. The physician decided to leave the portion of the device place. No further information was provided. The device will not be returned due to local sanctions.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the distal end of the catheter detached and became lodged in the patient's heart. During a cryoablation procedure a polarmap catheter was selected for use. After the last pulmonary vein isolation, while checking the potentials via the polarmap, it was observed that a distal part of the catheter (insulation) had separated. It was lodged in the inter-atrial septum (ias). An attempt was made to extract it but was unsuccessful. The physician decided to leave the portion of the device place. No further information was provided. The device is not expected to be returned for analysis. It was further reported via good faith effort (gfe) that the patient's current condition is good, they have been discharged. The patient underwent micro focused ultrasound and is on anticoagulation.

Manufacturer narrative:
H6: impact codes- updated with new codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the distal end of the catheter detached and became lodged in the patient's heart. During a cryoablation procedure a polarmap catheter was selected for use. After the last pulmonary vein isolation, while checking the potentials via the polarmap, it was observed that a distal part of the catheter (insulation) had separated. It was lodged in the inter-atrial septum (ias). An attempt was made to extract it but was unsuccessful. The physician decided to leave the portion of the device place. No further information was provided. The device is not expected to be returned for analysis. It was further reported via good faith effort (gfe) that the patient's current condition is good, they have been discharged. The patient underwent micro focused ultrasound and is on anticoagulation. 13dec2024 (ng): additional information obtained via gfe: see attached imaging. The patient's current condition is good. They have been discharged. The patient underwent micro focused ultrasound and is on anticoagulation.

Manufacturer narrative:
Correction: it was previously reported h6 device eval by manufacturer - no. Indicating that the device was returned but not evaluated. Correction to n/a as the device is not expected to be returned for evaluation